Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced vibrations in the pocket area lasting 45 seconds and repeating every several minutes for more than an hour. The lead remains in use. No patient complications have been reported as a result of this event.